Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue was related to unsuccessful clip application (e.g., incomplete closure of clip). The clip opening after closure would not allow the clips to remain closed. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). First clip application failed and backup instrument was used to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the medium-large clip applier instrument associated with this complaint and completed the investigations. The instrument was found to have one severely bent grip. A clip could not be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clamp on the medium-large clip applier instrument would not clamp down to lock a clip. The procedure was completed with no reported injury.